Manufacturer narrative:
E1: (B)(6). One device was received for evaluation. Visual inspection found a damaged dso seal, and a defective air sensor. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The dso seal and air detector were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device does not alarm at the end of the infusion. The event occurred during patient use at the end of the infusion of the drug. There was no patient harm and no medical intervention required.